Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the patient was in the hospital due to increased pain and altered mental status. It was noted they would like the pump interrogated. The change in therapy/symptoms was sudden. The event date was (B)(6) 2019. Further information was not provided. No further complications were reported.